Event description:
Citation: huo xiachuan, et al. Targeted embolization reduces hemorrhage complications in partially embolized cerebral avm combined with gamma knife surgery. Interventional neuroradiology 2015, vol. 21(1) 80-87. (B)(4). The following report was received by medtronic (covidien) through review of literature: one patient had a permanent neurological deficit at follow up due to thrombolic complication. This series included 44 male patients, and 42 female patients, with a mean ae of 27.8.

Manufacturer narrative:
This report was created to capture the serious injuries related to the onyx. (B)(4). The onyx was not returned for analysis; therefore the event causes could not be determined. Based on the reported information, there is no evidence suggesting that the onyx was defective or defects of the onyx during use, but rather post procedure events and their causes were unknown. (B)(4). Information received from the same article as MFR: 2029214-2015-00746; 2029214-2015-00745.